Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5. The complainant reported gastrointestinal bleeding, including bleeding from the penis. Urology was consulted and advised no intervention due to patient condition. The medical staff did not deem this related to impella or anticoagulation. The patient remains on impella support.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Major bleed: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
D6b: updated the explant date based on new information.